Event description:
During biomed testing and routine preventative maintenance of the device, the display would not illuminate after system power-up. The complainant indicated that there was no pt involvement in the reported malfunction.